Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that when removing the pod, the cannula remained in the insertion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a pediatrics diabetes specialist that when a patient removed their pod, the cannula remained in the insertion site. The pod was worn for 72 hours. No medical assistance was reported. The device was discarded.